Manufacturer narrative:
Concomitant products: c6tr01 device, implanted: (B)(6) 2016. The full lead was returned and analyzed. Analysis found no anomalies.

Event description:
It was reported that the day following the implant procedure, the left ventricular (lv) lead pulled back into the coronary sinus main branch and a lead revision was scheduled. It was noted during the revision procedure, the lead began to not track well over the guidewire, so the physician replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.